Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced led anomaly, no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed for power loss alarm customer reported receiving a power loss alarm. Customer was able to clear alarm and complete the rewind process if requested. Pump was recently stored or without a battery for more than 10 minutes. Troubleshooting was performed for loss of communication and found that the led light did not blink when connected to the sensor but transmitter was confirmed to have been charged. No harm requiring medical intervention was reported. Troubleshooting was performed for procedure for transmitter customer requested to run tester procedure for the transmitter. Led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. The customer will discontinue use of the device. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-1884.